Event description:
The manufacturer became aware of a remstar plus m device alleging symptoms of eye irritation, skin irritation, dizziness, headache, kidney disease/toxicity, liver disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.